Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the automated samplers were coring the stopper of the tube leading to stopper fragments in the tube and sampler needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and showcased coring from the stopper. Additionally, 10 retention tubes from each lot number were functionally tested and no stopper coring was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for lot 4225965 for the indicated failure mode: coring. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the automated samplers were coring the stopper of the tube leading to stopper fragments in the tube and sampler needle. No adverse impact was reported regarding the patient or user.